Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video assisted thoracoscopy esophagectomy surgery, when creating gastric tube, when the reload was loaded onto the handle, it's jaw could not be opened. Used another handle and reload to complete the procedure. There was no patient injury.